Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. Prior to the procedure, when connecting the reservoir, the surgeon detected that it did not make a negative pressure. Another like reservoir was used for the procedure. There were no reported patient consequences. No further information is available.

Manufacturer narrative:
The reservoir was returned for evaluation. During the functional test, the reservoir keeps vacuum and is non-functional. We cut it to inspect the valve; the latex valve looks deteriorated, its lips are yellow colored and stuck together (closed). The reservoir is not functional.